Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 3 lvp keypads do not function therefor will be replaced. The facility biomed reported that the lvp turns on when connected to the pcu however the keypads do not function and the lvp does not turn on when connected to pcu .